Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diaphragm stimulation was noted on the patient's right atrial (ra) lead since long time. Reprogramming was attempted multiple times but did not resolve the issue. The lead was explanted and replaced. The patient was stable.